Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The cause of the air in tubing is user error. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the use error identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was resolved over the phone. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report finding air in patient line during fill 1 while on the homechoice (hc) machine. The home patient (hp) stated that there were no alarms on hc machine. The technical service representative (tsr) assisted the hp in ending therapy and advised to restart with new supplies. During a follow up with the hp regarding the air in line, it was revealed that the issue was resolved, and the hp added that it might have been caused because, his extension line was coiled-up. Per hp, upon following the tsr's instructions during the initial contact, he straightened the extension line, and the issue has not re-occurred. Per hp, there were no defects on the supplies. The hp confirmed that he did not have any injury or harm as a result of this incident. Per hp, he is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.